Manufacturer narrative:
The field service engineer (fse) inspected the module and found the acid wash rinse tube to be broken which prevented the full evacuation of the cell. He then removed the faulty tubing and replaced it. The customer performed ise calibrations and qc with succesful results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results from one patient sample tested on the cobas 6000 c501 (ul) v. The reporter stated they had ion-selective electrode (ise) issues (ise internal reference error and alarms) after weekly maintenance. The reporter then changed all reagents and performed an ise prime, an ise check, calibrations, and qc. The results were successful and then the customer moved on to patient testing. The initial result was not reported outside of the laboratory. The reporter noted that the reading was high which prompted the rerun of the sample. The initial result was 206 mmol/l. The first repeat result was 125 mmol/l. The second repeat result was 126 mmol/l. None of the results were deemed correct. The electrode lot number and the expiration date were requested but not provided.